Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss performed the vacuum calibration as well as carried out the field service checklist on the unit. The system passed all functional tests and it was found to meet amo specifications. The labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents; there is no change to overall risk acceptability. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities and that the system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that due to the low vacuum during surgery, it was hard to catch the lens nucleus. It was noted that there was patient involvement but there was no patient injury reported and no patient treatments delayed or cancelled.